Event description:
Information received from the field notes that the patient was in the hospital for hyperkalemia, bradycardia, dizziness and fatigue. The ECG showed atrial fibrillation with slow ventricular response and no evidence of pacing. Interro- gation found the device in back-up mode and programming was not possible.